Manufacturer narrative:
H 3: evaluation summary: a sample without original package or lot number was received for evaluation. After performing a visual inspection per procedure, the reported condition was observed. The connector is detached. A review of the device history record (DHR) could not be conducted because a lot number was not provided. The analysis performed by the team concluded that the main root cause is a workmanship issue. Changes have been made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and to have better control during the process assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the bonded end of the dobbhoff tube where you would attach a syringe comes detached from the tube. Additional information received on 5-dec-2019 stated that the enfit connector leaked. There was no reported patient injury during this event.